Event description:
The complaint was received through a direct call from the customer (physician) to the emergency support program. The reporter called and stated that while using cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm on a cardiosave during use. He reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. They utilized the help screen and the iab fill key to restart therapy. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.